Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the infusion set was not delivering. The representative also reported that the infusion set had a bent cannula after removing out of the body. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer did not receive a no delivery alarm. The representative declined helpline assistance. The infusion set will not be returned for analysis.